Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the malfunction alarms were cleared, and insulin delivery was able to be resumed. There was no reported impact to customer¿s blood glucose. The customer continued to use the pump for insulin therapy.